Manufacturer narrative:
No unexpected ramping of numbers or motor error alarms noted during testing. Passed displacement test and rewind test. Motor was tested outside of the unit and passed. Unable to confirm motor position encoder error alarm in alarm history screen due to overwritten history file. Unable to prime during basic occlusion test due to moisture damage on back pressure sensor. Intermittent button response on the up arrow button due to moisture damage on keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.